Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that debris was present on the cubies connection and that the firmware required an update. The field service engineer powered down the system and removed cubies and, cleared out all debris. The connection of the pyxibus cable to the module board was reseated. After rebooting, row "a" did not appear. A firmware update was executed, which successfully resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was encountered a failure and not detected on communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.